Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the screw hole was broken. There weas no surgical delay. No known impact to patient outcome.

Manufacturer narrative:
H2, h3, h6) updated information in section d4. The acc 961-576 suretrak2, small clamp was returned to the manufacturer for evaluation. It was reported that the hex head adjustment screw was slightly damaged but still received drivers without issue. The clamp was very worn but otherwise fully functional. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.